Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not delivering the proper amounts of insulin. The customer stated that she conducted her own troubleshooting, and requested a replacement insulin pump. Nothing further was reported.